Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 694758 implantable tachy lead (B)(6) 2007; d154awg implantable cardioverter defibrillator (B)(6) 2007.

Event description:
It was reported that the right ventricular lead had an increase in sensing integrity count (sic), non- sustained episodes, and impedance variability which triggered a lead integrity alert (lia). The lead remains in use. No patient complications have been reported as a result of this event. (B)(6) 2013: it was also reported that there was far field r-wave sensing (ffrw) on the atrial lead causing double counting. Noise is noted on both the atrial and ventricular leads possibly due to headsets worn around the neck of the patient during evening hours. The leads remain in use. No patient complications have been reported as a result of this event.